Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a parotid surgery the probe was not delivering stimulation. The hcp was not able to confirm power during stimulation since there was no response. Stimulation was able to be provided once the probe was replaced. There was no patient impact reported.

Manufacturer narrative:
Analysis of the probe found no damage or anomalies in the construction of the device. The tip fit securely in the handle. The re sistance of the assembly shall measure less than 0.3ohms; the actual measurement was 0.2 ohm. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nerve monitoring system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform/event tone over 300uv. If information is provided in the future, a supplemental report will be issued.